Event description:
I've been using this device called "soberlink" that's supposed to test my bac. I signed up proactive as a way to have a "measured" and digital copy of my sobriety. In less than 30 days, I've had four false positive 2 when first waking up, and 2 last night after blowing but doing nothing different in my diet / routine. (All test return .006-.008, so fairly minimal). When contacting the company, they want money in exchange for looking into the issue (feels "extortion-y"). As someone who doesn't drink alcohol and who's careful about what's ingested. I'm finding this device to return inaccurate results. The product should be tested by the FDA further. Btw last night it tested me 3 times, 15 mins apart, .006, .006, and .000 respectively. In the past, I've tested .008 when first waking up, then .000 15 mins later. In all cases I did nothing. (Didn't eat or drink anything, nor rinse out my mouth). The product needs further testings, and the business practices should be revised. FDA safety report ID# (B)(4).